Manufacturer narrative:
UDI - (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was leakage hole on tubing at the spike side was noted during preparation before the surgery. The used generator¿s type is unknown. User training completion is unknown. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Received an integrated tube/cord sets unitized p/n 80-1189; lot # hd6250. There is a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. The actual damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. The hole is consistent with the use of a ji2000 which is not recommended for use with this tubing set. A complaint of a leaking tube set from the japan market that are associated with the use of a japan only ji2000 irrigator is an anticipated issue. A review of the DHR did not show any anomalies during the manufacturing process. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.